Event description:
New information received notes that the implantable cardioverter defibrillator exhibited an alert that can indicate oversensing or undersensing. Programming changes were discussed but not performed. No further information was provided.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net. Review of transmissions revealed that the implantable cardioverter defibrillator exhibited oversensing of myopotentials leading to pacing inhibition. Programming changes were discussed but not performed. The patient was stable.